Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The adhesive part of the objective lens was peeled off. In addition, physical stress, deterioration or breakage of the adhesive, and image sensor pixel error were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the endoeye flex 3d deflectable videoscope image has a defect. During a standard service inspection of the customer returned device, the adhesive part of the objective lens was peeled off. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The aware date should be 17-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however the event most likely occurred due to usage stress, external factors, or handling. Olympus will continue to monitor field performance for this device.